Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was also reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached 436 mg/dl while wearing the pod between 1 and 4 hours. After realizing elevated bg levels despite the delivery of insulin, patient found the pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred. Additionally, the cannula deployed but did not properly insert into the infusion site.

Manufacturer narrative:
The device completed the priming sequence in an expected number of pulses. Inspection of the device found no issues capable of causing a needle mechanism failure. Inspection of the device found no issues capable of preventing the proper insertion of the cannula. The cause of this event could not be determined.